Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated occlusion alerts when making meal announcements while using an infusion set, though insulin delivery could be resumed and glucose levels were unaffected; the issue resolved after the user switched to a new box of connectors. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported event characterized as a lack of effect and the device component unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.